Event description:
It was reported that a patient presented with cardiac perforation by the right ventricular (rv) lead. On (B)(6) 2024, pericardiocentesis was performed to remove the pericardial effusion. The patient was stable following the procedure.

Event description:
Additional information received indicates that on (B)(6) 2024 the physician elected to revise the right ventricular (rv) lead. During the procedure, the helix would not extend. The physician elected to explant the rv lead complete the procedure with a different rv lead. The patient was stable during the procedure.

Manufacturer narrative:
The reported events were cardiac perforation and helix mechanism issue. The reported event of helix mechanism issue was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Helix was damaged during analysis. The cause of the reported event helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Tip stiffness test was performed and the results were within specification.